Event description:
The lay reporter/ mother contacted lifescan (lfs) the day after day of event alleging high readings on her son's one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the reporter, since mas was unable to reach the reporter to obtain clinical information: the day of the event around 1:00pm the patient vomited, looked pale and fell unconscious. Reporter tested the patient on his leg and obtained a 97 mg/dl. Lfs does not instruct patients that they can use this site (the leg) for testing. Due to his symptoms his mother treated him with a glucose gel and took him to see the physician. At the physician's office his meter was displaying and error message (no information on what error # he received). There is no information on what the reading was on the physician's meter or whether the patient received any medical treatment. The mother was not reading the meter right side up and there is no information on the condition of the patient's testing supplies. Customer care advocate (cca) sent the patient a replacement meter, strips and control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, reading on the physician's meter as well as the physician's diagnosis, whether the patient received any treatment, and error message the patient received. The complaint is being reported since the mother alleges the pt was hypoglycemic while receiving a normal blood glucose result on the meter.